Event description:
Reported issue: the device failed to fire the staple prior to using it on a patient. No injury reported. The potential lot number is reported as 73c2200988.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73c2200988 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4) the customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample's trigger was partially engaged. The stapler was received with its trigger partially engaged and with 19 staples left in the cartridge , indicating that at least 16 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin , the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the device failed to fire the staple prior to using it on a patient. No injury reported. The potential lot number is reported as 73c2200988.